Event description:
On (B)(6), 2012, the pt was implanted with three gore conformable tag thoracic endoprostheses to treat a diseased and calcified aorta with thrombus in the aortic wall. The procedure ended and no complications were reported. The same day, it was reported that the pt developed paraparesis in his lower extremities. A spinal drain was placed and the pt's pressures elevated but the paraparesis did not resolve.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore conformable tag thoracic endoprosthesis instructions for use: the gore tag thoracic endoprosthesis provides endovascular repair of aneurysms of the descending thoracic aorta (dta). Please note additional devices implanted and related to this event: (B)(4).